Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate of this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Two implants were placed in class1 bone during a routine procedure on 7/25/96. On 11/14/96, the clinician placed a 3-unit temporary bridge off both implants. Two hours later, the patient complained that the temporary was loose. The clinician then unscrewed and removed the implant in site #20. He states that the patient reported pain upon placement of the abutment.